Event description:
It was reported that the tip of the device broke off and fell into the surgical site. It was retrieved with forceps and the site was irrigated. A back-up tip was used to complete the procedure. There were no adverse consequences related to the event.

Manufacturer narrative:
An evaluation was conducted and the complaint could not be confirmed since the failing units were not received and failure could not be replicated with units received.